Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in a white plastic bag. No product labeling was provided with the return. The return only included 1 loading catheter, 2 two-way handles, and 2 trigger cords. Missing from the return were the 2 barrels, 1 loading catheter, and 2 irrigation adapters. The components had also been placed in a smaller bag with a clear plastic glove over one of the two-way handles. Our laboratory evaluation of the product said to be involved could not confirm the report of as it was described based on the fact that the barrels were not received as part of the return. No deployed bands were found in the bag that contained the returned product. A functional test could not be performed with no barrels or bands being received. A visual examination of the returned products was performed. Device 1 - the trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 2 - the trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned devices could not confirm the complaint. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. The barrels were not received as part of the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The report indicates that the device was being used to ligate varices in the fundus section of the stomach. The intended use of the device does not include ligation of stomach varices. The instructions for use state: "this device is used to endoscopically ligate esophageal varices at or above the gastroesophageal junction or to ligate internal hemorrhoids." In addition, a possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use caution the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a variceal ligation, the physician used three cook 6 shooter saeed multi-band ligators. It was reported that the first set of mbl-6-f all 6 bands was successfully released in target area but during the deployment of the second mbl-6-f, 3 bands released together while deploying the third band. The user then took a third mbl-6-f device from same lot# to continue the procedure but 4 bands released together while deploying the second band. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.